Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and verified the malfunction. The graphical user interface was replaced. The device passed all calibrations, short self-test, extended self-testing and full performance verifications test. (B)(4).

Event description:
A report was received from (B)(6) with information that the 840 ventilator display was erratic. The device was not in use on a patient when the malfunction occurred.